Event description:
Physician delivered one resolute integrity drug eluting stent to a lesion at the left coronary successfully to treat in stent restenosis of a non-medtronic stent. Approximately 5 days later stent thrombosis occurred which was treated by aspiration and poba. It is reported that the patient recovered. Observation after pci: the distal of the stent was slightly under expansion due to calcification. Comment from physician: the patient previously underwent angioplasty at the leg. Because of this treatment he has been continued medication with aspirin and pletaal. This event is considered due to weak efficacy of pletaal. There is no device relation.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).